Event description:
It is reported that a customer has a crack in their insulin pump located where the battery is inserted. The customer's blood glucose level 73 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Pump received with cracked display window,cracked display window corners, cracked battery tube threads,cracked reservoir tube lip.